Event description:
Covidien received a report from a biomedical engineer of high saturation readings of 100%. No pt was involved.

Manufacturer narrative:
Covidien has requested that the unit be returned for investigation.